Event description:
Related manufacturer reference number: 2017865-2022-10566, 2017865-2022-10568, 2017865-2022-10569, 2017865-2022-10570. It was reported that the patient presented with bacteremia and tricuspid valve vegetation. The vegetation was visualized with intracardiac echocardiography. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, right atrial lead ¿ and the older inactive right atrial lead and aspirated the vegetation. The patient was in stable condition.